Event description:
Pt was revised to address fracture of the greated troch from a fall. The stem was loose and/or shifted. Metallosis was observed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.